Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of intimal dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo left circumflex (lcx) artery that is 95% stenosed. Pre-dilatation was performed with a non-abbott balloon and a 3.5x12mm xience prime was successfully deployed at 10 atmospheres. Post dilatation was performed with a 3.5x8mm nc balloon at 14 atmospheres and a distal edge dissection was revealed. The dissection was treated with a xience prime. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.